Event description:
Since my essure implants were inserted in fall of 2013, I have had consistent and increased pain. I have pelvic and back pain, blood after intercourse, bloating, migraines, and overall skin discoloration and change of palor, all indicative of an autoimmune systemic reaction. Worse I have been told that a total hysterectomy is the only cure. This product needs to be removed from the market, it is toxic.